Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that the screen of this programmer froze when the physician tried to go to the settings screen in the pacemaker settings to configure the unit while using it for pacing system analyzer (psa) during the implant procedure. No adverse patient effects reported. This programmer was being returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that the screen of this programmer froze when the physician tried to go to the settings screen in the pacemaker setting s to configure the unit while using it for pacing system analyzer (psa) during the implant procedure. No adverse patient effects reported. This programmer was being returned.